Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical attention hyperglycemia. The patient's blood glucose levels reached almost 500 mg/dl while wearing the pod longer than 48 hours. The patient got nervous after he "felt down" and went to a diabetes clinic, where a diabetes professional set up and delivered a 9.2 unit bolus through the worn pod. The patient was released after spending 45 minutes at the clinic.